Event description:
Patient reported "change in size of right chest" and later reported right rupture. Device remains implanted.

Manufacturer narrative:
Explant is in the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d.1, d.2, d.4, h.4, d.6a, d.6b, g4, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed.

Event description:
Patient reported "change in size of right chest" and later reported right rupture. Device has been explanted and replaced.